Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mersilene mesh was implanted. It was reported that following insertion the patient experienced erosion, vaginal discharge, and bleeding. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tah and cystoscopy. It was reported that patient underwent multiple excision of eroded vaginal mesh on (B)(6) 2010 and (B)(6) 2010 by dr. (B)(6) at (B)(6) medical center. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.